Event description:
It was reported that the video processor had abnormal image output. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black stripes in image a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dx board failure; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.